Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was taking a long time to charge, and the user observed a loose connection with physical damage to the charging pad, suggesting either a faulty port or a defective charging cord. Symptoms included no reported clinical effects. Outcomes included no changes to therapy or clinical status. Investigation included customer interview and troubleshooting. Investigation of this case revealed a charging accessory issue consistent with a damaged charging pad and potential connector instability. It was concluded, based on previously established findings for similar reports, that the cause was accessory damage leading to inadequate charging performance.